Event description:
Put a new dexcom g7 sensor on back of my upper arm following instructions as usual and putting code into the receiver. Pairing is good then warm up starts and 5 minutes later it fails! I can feel with my hand the needle that's supposed to be in my arm is sticking out the top of the hole of the sensor. It's a crook neck. Of course because it's made in malaysia!